Event description:
It was reported that an athlete using the ilet experienced recurrent hypoglycemia while continuing to use the device and requested a return after the standard return window. Symptoms included low blood glucose to 41 mg/dl, approximately 40 minutes under 70 mg/dl, fatigue, and feeling run down, with low and urgent low alerts received. Outcomes included self-treatment with carbohydrates, no professional medical intervention, and no hospitalization. Investigation included a review of user-reported history and device use, along with internal complaint assessment. Investigation of this case revealed that the device provided low glucose alerts and functioned as designed, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.